Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) experienced intermittent sensing and capture at maximum sensitivity and maximum outputs while in use with a patient. The caller was advised to have the epg checked by the biomedical engineering department to ensure proper function of sensing and pacing, and to return for evaluation if not in appropriate ranges. The status of the epg is unknown at this time. No patient complications have been reported as a result of this event. 3) describe event/steps taken: caller discussed the scenarios in that at times the epg senses and captures and then other times it is intermittent in its sensing and itscapture at max sensitivity and max outputs. Caller noted she was testing a patient and had r wave sensing at 2 mv, pacing at 3, then pacing back at 2, at 1 and at .8mv and then finally got sensing back at 2 mv at some point. We discussed having the epgs checked by the biomed dept to ensure their proper function of sensing and pacing. We discussed the possibility that the lead may have moved or may be moving or not in a great location. Device should be sensing.